Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device was grasped with maryland grasper and was pulled out from the cornual region in pieces/') and abdominal pain ('severe abdominal pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, uterine bleeding and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), tooth disorder ("excessive dental problems") and pelvic discomfort ("discomfort"). The patient was treated with surgery (essure removed. And laparoscopic bilateral salpingectomy, removal essure device bilaterally, hysterescopic d &c). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown and the abdominal pain, menorrhagia, rash, tooth disorder and pelvic discomfort had not resolved. The reporter considered abdominal pain, device breakage, menorrhagia, pelvic discomfort, rash and tooth disorder to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure, and subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Discrepancy noted in date of removal (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device was grasped with maryland grasper and was pulled out from the cornual region in pieces/') and abdominal pain ('severe abdominal pain') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, uterine bleeding and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), tooth disorder ("excessive dental problems") and pelvic discomfort ("discomfort"). The patient was treated with surgery (essure removed. And laparoscopic bilateral salpingectomy, removal essure device bilaterally, hysterescopic d &c). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage outcome was unknown and the abdominal pain, menorrhagia, rash, tooth disorder and pelvic discomfort had not resolved. The reporter considered abdominal pain, device breakage, menorrhagia, pelvic discomfort, rash and tooth disorder to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure, and subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Discrepancy noted in date of removal (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event' essure device was grasped with maryland grasper and was pulled out from the cornual region in pieces' , medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.